Event description:
It was reported that this right atrial (ra) lead was attempted due to suspected insulation damage observed after cutting the sheath for the left bundle lead. The physician determined that proceeding with implantation was not appropriate. This ra lead was replaced and not implanted. No adverse patient effects were reported.